Event description:
It was reported that the downstream occlusion seal (dso) was delaminated. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter address 1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of "downstream occlusion sensor (dso) is delaminated was confirmed through visual inspection per performance verification tests. Replaced dso seal. Upon further investigation, found air bubble present in upstream occlusion sensor (uso) seal. Replaced uso seal. Calibrated dso. Performed performance verification tests, unit passed all testing criteria. Unit reset to standard configuration.